Manufacturer narrative:
Additional narrative: (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to strain/wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 1 of 2 for the same event. It was reported by india that during service and evaluation, it was observed that the gears on the handpiece device were blocked and was found to be heating due to debris inside. It was further noted that the device failed pre-repair diagnostic tests for response of on/off trigger, function of all modes, falling out protection (steal ring), free moving, and for leakage. It was noted in the service order ¿drill not working previously drill hand piece and lid get heat immediately when in use for drilling/reaming.¿ this event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.